Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval coil. According to the complainant, on (B)(6) 2012, while putting away inventory it was noted that the corner of the device packaging was opening causing the device to become contaminated. This event did not take place during a procedure; therefore, there was no patient impact.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval coil. According to the complainant, on (B)(6) 2012, while putting away inventory, it was noted that the corner of the device packaging was opening causing the device to become contaminated. This event did not take place during a procedure; therefore, there was no patient impact.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the pouch seal was compromised on the upper right corner of the pouch. The top part of the pouch, where the break/opening was, was found ruffled. There was evidence to indicate the seal was present as there was seal residue found on the mylar side of the pouch. The seal residue indicates the pouch was sealed and there were no breaks in the residue left on the mylar. The seal that was broken is the seal provided by the supplier of the pouch (right side of chevron and right side of pouch). The break measured approximately 7cm on the chevron and approximately 3cm down the right side. A dimensional verification was performed on the seal residue from the mylar and it measured approximately .3810, which meets specification (.38 ± .06). A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some aspect of handling during transit or storage, therefore, the most probable root cause for this complaint is handling damage.